Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete event information.

Event description:
It was reported that following a procedure on (B)(6) 2020, the patient was unable to connect to the ipg. It is not yet known whether the system was placed into surgery mode during the procedure as recommended. The rep was able to resolve the issue by troubleshooting.